Event description:
It was reported that during a procedure of the moderately tortuous, mildly calcified, mid right coronary artery (rca), the 3.0 mm x 28 mm xience v was deployed and during post dilatation with a non-abbott balloon at 15 atmosphere, a distal dissection was noted. A 2.75 mm x 15 mm xience v was used to treat the dissection. There was no reported clinically significant delay in the procedure. There was no reported adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Dissections are known adverse patient events as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.